Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the pulse generator, multiple stored episodes of noise reversion were noted. Noise could not be recreated with isometrics or pocket manipulation in the clinic. All electrical parameters were normal. The device remained implanted and the patient would be monitored.